Event description:
It was reported that prior to a procedure, the pacemaker was interrogated and found to be in backup vvi in box. A different pacemaker was used. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was returned in backup mode with battery voltage near beginning of life level. Analysis of device image indicated that backup occurred due to a reset consistent with a hybrid integrated circuit sensitivity to cold temperature. The device code was reloaded without any issues and further testing, included cold soaking tests which reverted device to backup operation. The replicated reset of the device was consistent with sensitivity to cold temperature anomaly. Longevity assessment was performed, and device was at normal range of operation with appropriate remaining longevity.